Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Investigation was unable to download event history log for review. Visual inspected the pump and found error code 45986. The customer's stated problem was verified. Inspected the pump and found error code 45986 during power up. Further investigation of the pump and determined that a software corrupt was the root cause of the reported issue. According to the investigation, the pump software will be upgraded and installed to correct the reported problem.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump gave error 45986. No adverse event reported.